Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker. In addition, right ventricular loss of capture was noted. Lead dislodgement was suspected. A revision procedure was performed; after this right ventricular lead was repositioned and connected to a replacement device, normal lead measurements were obtained. This remains implanted and in service. No adverse patient effects were reported.